Manufacturer narrative:
(B)(4).

Event description:
Caller reported aviva result of 134 mg/dl, professional result of 34 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent. #